Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and oversensing was exhibited. T-wave oversensing was identified in ventricular tachycardia-nonsustained episodes. Beginning 2015 (B)(6), rv capture threshold has risen from 0.5 volts to greater than 2.5 volts and is consistently above 2.5 volts. (B)(4).

Event description:
It was reported that the patient complained that their device was malfunctioning. The patient went to the hospital after a lead integrity alert (lia) triggered with elevated short interval counts (sic) and high rate nonsustained tachycardia episodes. In addition, high right ventricular (rv) thresholds and t-wave oversensing (twos) were both observed. It was further reported that the patient had regularly carried a glasses case with magnetic closure in their shirt pocket, and in close proximity to the device. The patient's physician indicated that the patient was non-compliant with instructions post-implant, and the rv lead had probably dislodged from original placement. The rv lead remains in use. No patient complications have been reported as a result of this event.